Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead dislodged and was successfully repositioned and the implant procedure was completed. However, later that same day, the rv lead was noted to have dislodged again from the implant location. The physician was able to reposition the rv lead again and the patient was discharged. However, a week following this procedure, the patient was admitted to hospital due to a syncopal event. Device data showed loss of capture (loc) from this rv lead. The physician elected to surgically explant and replace the rv lead to resolve the event. It was alleged that this rv lead helix had extension difficulty that could have contributed to the frequent dislodgement. The patient was stable with no additional adverse consequences. This rv lead was received for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead dislodged and was successfully repositioned and the implant procedure was completed. However, later that same day, the rv lead was noted to have dislodged again from the implant location. The physician was able to reposition the rv lead again and the patient was discharged. However, a week following this procedure, the patient was admitted to hospital due to a syncopal event. Device data showed loss of capture (loc) from this rv lead. The physician elected to surgically explant and replace the rv lead to resolve the event. It was alleged that this rv lead helix had extension difficulty that could have contributed to the frequent dislodgement. The patient was stable with no additional adverse consequences. This rv lead is expected for analysis, but has not yet been received.